Event description:
It was reported patient presented remotely via merlin.net. Remote transmissions showed the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. Patient had no consequences.